Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d 2ss cv tubing was damaged. The following information was provided by the initial reporter: hole in line. Detailed incident description: obvious hole in line identified when priming set. No patient involvement.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-02. H6: investigation summary: a section of an alleged 2420-0007 sample was received for investigation with residual fluid present in the line; no packaging was received with the sample, however the customer indicates the affected lot number to be 20056176. A visual inspection confirmed the customer's experience as a cut was identified to the tubing approximately 2 cm below the smartsite located near the male luer component. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the assembly process did not identify a definitive source which may have contributed to damage of this nature and a definitive root cause could not be determined. A review of the production records for lot 20056176 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the tubing damage could not be determined in this instance; however as a result of similar feedback, the manufacturing site have identified a number of improvement actions within the manufacturing process which should ensure the likelihood of reports of this nature are reduced in future. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 2420-0007 product. H3 other text : see h.10.

Event description:
It was reported that as lvp 20d 2ss cv tubing was damaged. The following information was provided by the initial reporter: hole in line. Detailed incident description: obvious hole in line identified when priming set. No patient involvement.